Event description:
It was reported that approximately 2 weeks post uneventful implantation of 2 xience prime stents in the mid to proximal left anterior descending (lad) artery, the patient presented emergently with complaints of chest pain. St segment elevation was noted on the electrocardiogram (EKG). Per coronary angiogram, the lad was completely occluded with thrombus. Vessel thrombectomy was performed along with percutaneous coronary intervention. Reportedly, the patient skipped a few doses of antiplatelet medications. On (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime stent is being filed under a separate medwatch report #.